Event description:
Pulled vial2bag and 250ml ns from medication pyxis to mix levo drops. Vial2bag system leaked around vial and continued to leak around the vial even after mixed. Had to pull another vial2bag and 250ml ns from pyxis.